Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one week post implant, the patient presented for a device check describing symptoms indicative of pacemaker syndrome. The symptoms were reproduced during testing. The patient noted that they had fallen two days prior to the device check and had landed on the upper left arm/chest area. Testing found variable high thresholds of the atrial lead. The patient was sent for a lead revision and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.